Event description:
Healthcare professional reported ¿rupture¿, ¿fat necrosis¿, ¿double bubble deformity¿, ¿palpable implant edge¿, ¿implant exposure¿, ¿ptosis¿, ¿breast pain¿, ¿silicone granuloma¿, ¿coarse calcifications¿, ¿free silicone snowstorm appearance¿ and ¿free silicone in axillary lymph node¿. This record is for the right side. Device remains implanted. It is unknown if device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: necrosis and rupture.